Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6) compared to a laboratory result using an unknown method. At 12:24 p.m., the meter result was > 8.0 inr. At around 4:00 p.m., the laboratory result was 4.0 inr. The patient went to the emergency room after receiving the result of > 8.0 inr. The laboratory test was performed and the patient was released without treatment. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The strips were not returned and retention testing was performed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na.